Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia with a reported peak blood glucose of 291 mg/dl while the pump delivered automated correction doses; the user stated meals were announced, yet engineering logs indicated meal announcements were not completed properly and no meal announcements were recorded that day. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alerts or alarms, and no escalation beyond user education. Investigation included review of device and engineering logs and troubleshooting with user education on correct meal announcement steps. Investigation of this case revealed user operational error related to missed or incomplete meal announcements, with the device otherwise performing as designed and no evidence of infusion set leaks reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement entry leading to hyperglycemia.